Manufacturer narrative:
(B)(4).

Event description:
It was later reported the IV antibiotics were given for prophylactic prevention of infection while they were in the hospital for 23 hour observation. Additional information received reported the patient's skin thinning was not applicable to the event.

Event description:
It was reported that upon examination on (B)(6) 2015 there was abnormal thinning of skin over the incisional area and imminent dehiscence of the pain pump/pump pocket. There was confirmed evidence of thinning over the incision line in the left upper quadrant of the pump pocket site. On (B)(6) 2015, surgical intervention occurred to revise the pump pocket. On (B)(6) 2015, other actions included administering medications including intravenous antibiotics given to pain while in the hospital for a 23 hour observation. No further actions were reported. The severity was reported as moderate which produced some impairment of functioning but not hazardous to health. This event resolved without sequelae on (B)(6) 2015. This device system delivered sufenta, bupivacaine, and compounded baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concommitant products: product ID: 8709sc, lot# n110829007, implanted: (B)(6) 2007, product type: catheter. (B)(4).